Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with devitalized epithelial cells centrally and striae (infero nasal) in right eye. A bandage contact lens (bcl) was inserted and pred-gati was re-initiated/increased. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, post op bcva reflects a lower visual acuity reading. The patient complained of blurry vision and mild irritation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/25 -5.00 x -.50 x 35; left eye pre-op 20/20 -5.00 x -1.00 x 145. Bcva from (B)(6) 2019: right eye post-op 20/40 .50 x -1.00 x 90; left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 8/31/2007, however the correct date is 09/18/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.